Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced continuous reboot cycle while on a patient. The customer reported that the patient had to be manually ventilated. As a resolution the ventilator was switched out.

Manufacturer narrative:
As a resolution, the vyaire field service representative (fsr) repaired the device onsite and returned it working to service specifications. The vyaire failure analysis laboratory received the suspect component for further investigation. An investigation was performed an the reported problem was duplicated and the reported "display went out" problem and isolate it to failed fluorescent lamp. Display assembly is purchased as an off the shelf item that is supplied by a third party supplier no further investigation will be performed.